Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 135 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on the reservoir chamber. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm or motor error alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin passed the displacement test, rewind, basic occlusion test, self-test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, scratched reservoir tube window, minor scratches on display window, cracked insulin pump and passed.